Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet pump was accidentally dropped, resulting in a cracked and nonfunctional screen consistent with a device mechanical damage issue affecting the display assembly. Symptoms included no adverse clinical effects and no reported alerts or alarms. Outcomes included the need for device replacement and temporary interruption of pump use, with continued cgm use via the dexcom app or receiver. Investigation included review of the event details, verification of shipping and return logistics, and user guidance on shutting down the device. Investigation of this case revealed physical impact damage as the likely cause of screen failure, with no evidence of device malfunction or defect. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to accidental physical damage.